Manufacturer narrative:
A review of device history record and review of production records cannot be performed as there is no serial number of the pump within the complaint. Complaint data cannot be reviewed on this device as there is no serial number mentioned. This is a complaint from 2020. This MDR will be reopened and updated in the event device involved or additional information becomes available. Investigation cannot be performed as the pump is not returned. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 09/04/2020 a complaint was opened where representative of infutronix reported that the pump has incorrect library configuration. No other details were provided associated with the event.

Manufacturer narrative:
This is just a follow up MDR to make corections on initial MDR submitted. Sections corrected: section b: sub-section 4 and 5; section d: sub-section 4 and 5; section e: sub-section: 2 and 3; section g: sub-section: 2 and 6 section h: sub section-2. This MDR is being submitted to correct the sections mentioned above.

Event description:
On 09/24/2020 a complaint was opened where infutronix received a complaint from end user that the pump has incorrect library configuration. No patient involvement reported in this complaint. No other details were provided associated with the complaint.